Manufacturer narrative:
Qn#(B)(4). Correction: the aware date for report 8040412-2023-00066 is 11 january 2023.

Event description:
Reported event: the catheters are leaking. No reported injury.

Event description:
Reported event: the catheters are leaking. No reported injury.

Manufacturer narrative:
(B)(6). There was no sample returned to further investigate the cause of catheter leaking. Latex foley catheters are made of natural latex c ompound and any ointment or lubricant from petroleum based will weaken the rubber properties. Any contacted with such materials could tear the rubber layer and lead to leakage and any sharp edges contacted to the product also may lead to leakage defect. Without return of the actual sample, the actual phenomenon which could lead to catheter leaking could not be determined and associate it with any of the above-mentioned root causes. In conclusion, 100% leak test was conducted to inspect the product and such failure in manufacturing could be detected and culled out. Since there was no product returned, therefore this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: the catheters are leaking. No reported injury.